Manufacturer narrative:
(B)(6). An evaluation is in process. A followup report will be submitted when the evaluation is complete.

Event description:
The account generated false positive architect bhcg of 96.7 miu/ml on a patient ((B)(6) female) sample ID (B)(6) that repeated negative of <1.2 miu/ml when processing on the architect i2000sr. The sample was repeated on another architect analyzer with negative of <1.2 miu/ml result. Patient ethnicity/race not provided. No impact to patient management was reported.

Manufacturer narrative:
Section g.1 contact name, email, address, phone, fax updated. The customer was instructed to check the cleanliness of the sample probe and the sample probe pipetting opening. The customer observed that there was a small amount of crystal adhering to the surface of the bottom half of the sample probe. The customer was instructed to clean the probe. Cleaning the probe resolved the issue. The architect system operations manual provides adequate labeling with regards to maintenance and troubleshooting, the issue, including operational precautions and limitations; specimen handling recommendations and fluidic subsystems troubleshooting and the system technology limitations and resolving the customers issue. No contributing factors in the month prior to the complaint were identified in- regards to the system. The service history of the architect serial (B)(6) verifies no subsequent false positive bhcg results have been reported. No nonconformance and potential nonconformance applicable to the current complaint were found for the architect probe. No adverse trend was identified for the architect probe and no adverse trend was identified for the architect i2000sr with regarding to the current issue. Based on the information within the complaint record, the part met performance specifications and performed as intended at the customer site and no systemic issue or product deficiencies were identified. The issue was resolved by performing as needed maintenance (cleaning the probe).section g.1 contact name, email, address, phone, fax updated.

Event description:
The account generated false positive architect bhcg of 96.7 miu/ml on a patient ((B)(6) female) sample ID (B)(6) that repeated negative of <1.2 miu/ml when processing on the architect i2000sr. The sample was repeated on another architect analyzer with negative of <1.2 miu/ml result. Patient ethnicity/race not provided. No impact to patient management was reported.

Manufacturer narrative:
Patient identifier does not allow for enough character spaces, the entire ID is (B)(6). An evaluation is in process. A followup report will be submitted when the evaluation is complete.